Event description:
The reporter indicated the surgeon attempted to insert an (B)(4) silicone three piece lens and the haptic tore. There was no pt contact or injury. Another same model lens was implanted.

Manufacturer narrative:
(B)(4). Eval: conclusions: based on the complaint history, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).